Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, due to the narrow inner lumen of the patient¿s external iliac arteries (eia), endovascular treatment was performed. In the right eia, a 9.0 millimeter (mm) x 80 mm non medtronic stent was implanted and on the left eia, an 8.0 mm x 40 mm non medtronic stent was implanted (epic). From the right transfemoral approach, a 16 french (fr) sheath was able to be inserted without resistance. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. While advancing the delivery catheter system (dcs) through the right eia, the system became caught at the proximal edge of the stent and the puncture site became stressed and a dissection occurred due to pushing and rotating the dcs. A balloon angioplasty was performed but the dcs was still unable to be advanced. From the right common iliac artery to eia, a 8 x 97 mm non-medtronic stent was implanted and was ballooned with a 8 x 40 mm balloon. The dcs was able to advance to the annulus. The valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Aortography and echocardiogram showed no issues with implant depth and after waiting five minutes to facilitate frame expansion, the valve was fully released successfully. Hemostasis was performed by inflating a 8x40 mm balloon with a cross over technique from the contralateral side and closed with a non-medtronic closure device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Updated data: h6 - eval conclusion code h10 - conclusion: the subject dcs was discarded and was not returned to medtronic for analysis. Procedural images were not received. The reported event indicates that there was difficulty advancing the dcs through the patient¿s external iliac arteries. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that endovascular treatment was performed on the patient¿s right and left external iliac arteries due to a narrow inner lumen. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.